Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct during a cholangioscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost. Reportedly, before inserting a spybite, the monitor displayed numerous horizontal stripes in different colors. The controller was restarted but this did not solve the problem. Some seconds later the picture disappeared completely and only the grey dots were visible. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.